Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a load point 2 occurred when no tubing is in the device. A review of the event history log revealed clean load point 2 messages . The reported condition was verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be an out of specification optical sensor. The upstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a load point 2 showing it is loaded when no tubing is in device when powered on. This occurred testing at the biomed service. There was no patient involvement. No additional information is available.